Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and determined the compressor printed circuit board (pcb) needs to be replaced.

Event description:
Report received of a 840 ventilator with an inoperative compressor. The ventilator was not on a patient at the time of the event.